Event description:
The hcp reported the patient was experiencing symptoms consistent with withdrawal, including a decrease in analgesia. An xray was done and a break or cut of the catheter was reported. The catheter was revised. The patient is reported to have recovered without sequela.